Event description:
Hcp reported the pt presented for the first refill following implant and a pump concentration change was made. The pump was refilled with a higher concentration without the pump being updated as well. Two days later the pt reported having nausea and vomiting which was treated with medication. At the second refill the mistake was caught when the nurse read through the pump telemetry strips. The pump was then updated and no other adverse events were noted from the concentration change. It was also noted the pt developed an infection "a couple days" post pump implant. The hcp reported this occurred because the pt "let their blood sugar level rise to 300-400. The area around the pump was red and hard. Staphylococcus aureus was the organism cultured. The pt was treated with antibiotics and the infection has resolved. The pt is reported to have recovered from both events and is now doing fine.